Event description:
It was reported that approximately one month post-implantation, the patient developed a soft tissue infection, for which a dair procedure (debridement, antibiotics, and implant retention) was performed. Attempts have been made and no further information has been provided at the time of this report.

Manufacturer narrative:
(B)(4). D4 - primary unique device identification (UDI) number is not applicable as both the item and lot numbers of the device are unknown. D10 - associated medical devices: unknown oxford femoral component; item# unknown; lot# unknown. Unknown oxford bearing; item# unknown; lot# unknown. G2 - foreign: denmark. H11 - attempts have been made to gather all product identification information and no further information has been provided. Soft tissue infections are considered a procedure related complication as no device has been reported as revised. There are multiple factors that may contribute to an infection that are outside the control of zimmer biomet, such as external factors, i.e. Hospital/surgical environment, provider related risk factors, and/or patient comorbidities/risk factors. During the investigation process a review of the sterile certifications were not reviewed, as no product part/lot information was provided. All devices manufactured follow acceptable sterilization processes according to published iso/aami/astm & EU guidelines. A soft tissue infection was reported and no product information was provided; therefore, validation of sterile certifications cannot be performed. However, the reported event is considered procedure related. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.